Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l63770, implanted: (B)(6) 1999, product type: catheter. Product ID: 8709, lot# l57739, implanted: (B)(6) 1998, product type: catheter. (B)(4) apply to the pump. (B)(4) applies to the pump. (B)(4) applies to the pump. There was no complaints on either catheter product line item. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient¿s implantable infusion pump system for non-malignant pain, and failed back surgery syndrome. It was reported on 2016-10-19 that the patient had severe pain on her side that had been increasing and getting worse. It was to the point where she was physically ill and bed ridden. The patient¿s medications were unknown. The patient¿s status was unknown. Additional information received from a consumer on 2017-jan-03 reported yes patient has notified/seen a neurosurgeon who does not know why my right side has such acute pain. Neurosurgeon did not think there was anything else wrong-failed back surgery syndrome- then neurosurgeon saw the tubing. Patient noted since seeing neurosurgeon they have discovered there was possible 2 sets of tubing in patient. It was stated "inquired" by accident, they found healthcare professional (hcp) surgical notes from the hcp who took out the pump when this all began. It was noted patient began to get right sweats, uncontrolled pain, and gradual weakness. The circumstances that led to the severe pain were since 2007 when the hcp took the pain pump out, patient could tell they had some sort of infection. Then patient began seeing new hcp, family physician, since (B)(6) 2007 when patient had to see the removal surgeon for outpatient gallbladder surgery. 5 days later patient was in emergency surgery (1 of 2) and got a staph infection. Since 2012 (gallbladder) patient has gotten sicker, pain has increased in right side, and feels as though this was eating my right side alive. The steps taken to resolve the issue include seeing hcp-neurosurgeon- who does not yet understand what is in the patient other than magnetic resonance imaging (MRI) or computerized axial tomography (cat) scan. It was noted nothing has been done. Nothing. It was noted that the issue has not been resolved and the pain on right side continuously increases. It was noted it has taken over my right leg-it is weak, very weak, and it was like this pain has taken over my bones, muscles, and nerves. Patient stated, " the pain was so horrible at times that they just want to lay in bed in a fetal position and cry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.